Manufacturer narrative:
The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported, the patient stated that their knee implant is falling apart, causing a lot of pain that shoots from their lower back down to their legs. Information provided indicates the patient underwent a revision on an unknown date. No further information at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 remove date of event, h6 type of investigation.